Event description:
It was reported the customer was experiencing high blood glucose. Customer also stated their blood glucose would range from 300 mg/dl to 500 mg/dl. The customer's blood glucose was 406 mg/dl at the time of the call. Customer had treated their blood glucose. It was also found the customer was feeling thirsty with an upset stomach and ketones due to their high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. It was also found the customer did not have a bent cannula after removing their infusion set. Blood visible at the customer's site was also found during troubleshooting. Advised the customer to change out their entire infusion set, reservoir, and insulin. Customer also requested a new insulin pump. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.